Event description:
1. Situation: speech impairment due to cerebral infarction occurred. 2. Timing: after the procedure, after the patient was discharged from the room. 3. How to complete the procedure: the patient is under follow-up observation. The octaray was inserted in the faradrive and used, but the hemostatic valve of the faradrive was found damaged during the procedure. The sound star eco catheter was used with sl. ·progress, the patient is currently hospitalized and undergoing rehabilitation. ·physician assessment of the health problem, non-serious (moderate/minor). ·prolongation of hospital stay, yes. ·the physician's opinions on the relationship between the event and the product (comments). The issue is thought to be caused by air contamination due to faradrive valve breakage. ·were any abnormalities observed prior to use of the product? None. ·were any abnormalities observed during use of the product? None. ·laboratory tests and results: cerebral infarction occurred due to air ingress.